Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Since it is unknown which device is directly implicated in this complaint, (B)(4) / sn# (B)(6)/ UDI-(B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an aortic arch aneurysm with dissection using two gore® dryseal flex introducer sheaths as accessory during the procedure. When the 22 fr sheath was inserted from the right side of the patient, it was caught at the distal of the abdominal artificial vascular graft and could not be advanced. The access site was changed into the left side. The 22 fr sheath was inserted from the left side, but again insertion difficulty was noted due to tortuous vessel. Stent grafts were delivered to the treatment site without the sheath, and the implantations were completed. The access angiography showed a vessel rupture in the left external iliac artery. As a treatment, two stent grafts were implanted to stop bleeding. The patient tolerated the procedure.